Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator and non boston scientific right ventricular (rv) lead exhibited fluctuating pace impedance measurements including greater than 3,000 ohms. There was occasional noise on the shock channel however, no oversensing observed. Shock impedance measurements were noted to be stable. Additional information was received that the isometrics and impedances were checked in the clinic and there was no noise or out of range measurements re-produced. The healthcare provider was going to continue to monitor the patient. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator and non boston scientific right ventricular (rv) lead exhibited fluctuating pace impedance measurements including greater than 3,000 ohms. There was occasional noise on the shock channel however, no oversensing observed. Shock impedance measurements were noted to be stable. Additional information was received that the isometrics and impedances were checked in the clinic and there was no noise or out of range measurements re-produced. The healthcare provider was going to continue to monitor the patient. The device remains in service. No adverse patient effects were reported.